Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the dn and damaging gel fire wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the electrode belt malfunction caused or contributed to the adverse event. The device was able to monitor the patient during the last use.

Event description:
A us distributor returned an electrode belt for investigation into a non-reportable death, when a reportable malfunction was found.